Event description:
The company sales representative reported the ventilator cart was being wheeled on a walkway outdoors when the rear caster broke off. The sales representative reported the ventilator that was mounted on the cart fell to the ground. The ventilator and cart were not in use on a patient at the time of the reported event, therefore there was no patient harm or involvement.